Event description:
The patient's mother reported that the patient had experienced an increase in seizures and was taken to the hospital. The patient's mother indicated that the physician is out of town and she would like to have the device checked asap. The patient's mother believes there is something wrong with the patient's device. She reported that the patient begins doing this loud screaming and then when the vns is interrogated the "behaviors" stop. The patient's mother reported that the physician reports that upon interrogation the settings remain the same. The mother reported that the patient is behaving the same way now; however, she cannot find anyone to check the device since the physician is out of town. A company representative spoke with the patient's mother and informed her that if she goes to the hospital or a physician's office that he would be glad to go there and check the patient's device. No further communication has been received from the patient's mother.

Manufacturer narrative:
.